Event description:
It was reported that the bronchovideoscope tested positive multiple times for an unexpected contamination. The issue was found during a routine culture of the scope. The user did not report any contamination or any other serious deterioration in state of health of any person, to which the scope could have been a contributory cause.

Manufacturer narrative:
The evaluation of the event is ongoing. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the results of the device evaluation and the legal manufacture¿s final investigation. Despite good faith attempts the user cleaning disinfection and sterilization (cds) processes were not shared. Additional information: d8, d9, h3. H6. The device was evaluated where an additional potential adverse event was confirmed where foreign material was noted in the distal end. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the positive culture investigation, the reported event was not confirmed as the scope was not microbiologically tested. Based on the results of the foreign material investigation, the foreign material could not be identified. There was damage on the channel tube; however, a root cause was not determined. The following is included in the device IFU: an insufficiently reprocessed endoscope and/or accessory may pose an infection control risk to the patients and/or operators who touch them. Olympus will continue to monitor field performance for this device.